Event description:
The customer reported via phone call that the insulin pump goes into threshold suspend with a sensor glucose level that is 40 to 100 units off from blood glucose. The customer reported having a sensor glucose level of 60 mg/dl and a blood glucose level of 120 mg/dl earlier in the day of the call. Blood glucose level at the time of the call was not provided, sensor glucose level was 174 mg/dl. Customer also reported receiving weak signal alerts. Customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.